Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged imprecision with inratio meter. Results as follows:" 7.0, 5.8. Initial inratio=7.0. Repeat using a different lot of strips (no lot info) inratio=5.8. Customer did use a new finger stick, but hadn't changed the strip code. Therapeutic range = 2.3.